Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The auxilary common gas outlet microswitch was replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 01/28/2016 phone call, 02/01/2016 phone call, 02/02/2016 phone call. Date of device manufacture is unknown.

Event description:
The hospital reported that during mechanical ventilation the crna's knee bumped the auxiliary common gas outlet switch, and the unit switched to auxiliary common gas outlet mode. The crna switched back to mechanical ventilation to complete the case. No report of patient injury.